Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had recently called before but the no delivery alarms were recurring again. The customer's latest blood glucose level was 295 mg/dl. The customer declined troubleshooting for the high blood glucose. The customer also experienced a high blood glucose level of 407 mg/dl which was treated with an injection. Troubleshooting was done but the customer was not comfortable with the insulin pump and wanted it replaced. The device was returned for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self-test and unexpected restart error tests. No excessive no delivery alarms were noted. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, a cracked reservoir tube window and minor scratches on the display window. The drive support cap was inspected and no anomaly was noted.